Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-01239. It was reported that patient experienced ineffective stimulation. Device system was last programmed in (B)(6) 2020 however patient still reported ineffective stimulation. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No further information is available at this time.